Event description:
On (B)(6) 2015, a reporter for the lay user/patient contacted lifescan (lfs) alleging that the patient¿s onetouch ping meter displayed an error 1 message. The complaint was classified based on customer care advocate (cca) documentation. The reporter detailed that the meter issue occurred on (B)(6) 2015 at 01:30pm. The patient manages her diabetes with an insulin pump and the reporter denied that she made any changes to her usual diabetes management routine in response to the alleged issue. The reporter claimed that an unknown time after the alleged issue occurred the patient developed symptoms of ¿blurry vision, tight chest, numb hands and headache¿ however, denied that she developed any symptoms. At the time of troubleshooting the cca noted that it was not the first time the meter had been used. Replacement products were sent to the patient. This complaint is being reported because the patient developed symptoms suggestive of a serious hyperglycemic event after the alleged issue occurred.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 - 5/19/2015 device evaluation. The lay user/patients meter has been returned and further evaluated by lifescan product analysis with the following findings: the meter involved with this complaint failed testing. The meter was found to have data corruption. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.